Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021.